Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
During troubleshooting with the customer, it was confirmed that the AED is functioning as designed and can remain in service. However, when tested with a replacement battery pack, a service code was identified. If left unaddressed, this issue could have led to the gradual depletion of the battery pack over time. As a follow-up, proper maintenance procedures for the device were reviewed with the customer to ensure ongoing reliability.